Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 119 mg/dl at the time of the call. The customer stated that she has changed batteries multiple times and now has a blank screen at the time of the call. The display did return to the insulin pump. The customer stated that the battery cap was discolored. A replacement battery will be sent to the customer. The customer was advised to disconnect from the insulin pump and revert to back-up plan.